Event description:
New information noted programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) had no implant date entered in diagnostics. No changes or interventions were reported. The patient condition was unknown.